Event description:
It was reported that the water of the arctic sun device did not cool down. Per review on 03nov2023, there was no patient involvement, and the symptoms were detected during the equipment inspection. Per follow up information received via email on 08nov2023, they repaired the device on the customer site. The issue was cooling malfunction and replaced a mixing pump and the device worked normally. The issue was resolved by replaced a mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that the water temperature of t4 was around 4~6. But the water temperature of t1 was not cold. The mixing pump was replaced. Device passed applicable testing. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the water of the arctic sun device did not cool down. Per review of wo on 03nov2023, there was no patient involvement, and the symptoms were detected during the equipment inspection. Per follow up information received via email on 08nov2023, they repaired the device on the customer site. The issue was cooling malfunction and replaced a mixing pump and the device worked normally. The issue was resolved by replaced a mixing pump.

Event description:
It was reported that the water of the arctic sun device did not cool down. Per review of wo on 03nov2023, there was no patient involvement, and the symptoms were detected during the equipment inspection. Per follow up information received via email on 08nov2023, they repaired the device on the customer site. The issue was cooling malfunction and replaced a mixing pump and the device worked normally. The issue was resolved by replaced a mixing pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The reported issue was confirmed as it was noted that the water temperature of t4 was around 4~6 degree celsius. But the water temperature of t1 was not cold. The mixing pump was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.